Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author (see b5).

Event description:
The customer later confirmed the increase in intraoperative bleeding was minor and no medical interventions were required. The anesthesia time was extended by 5 minutes. The procedure was completed and the malfunction did not affect the outcome of the procedure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a therapeutic transurethral resection of the prostate, bladder puncture, and transurethral holmium laser lithotripsy for bladder stones using working element, passive, for resection in saline and hf unit "esg-400" the electrocautery did not perform and reported to short circuited. Resulting in an increase of intraoperative bleeding and a decrease in treatment effectiveness for the patient. The hf unit "esg-400" had an error code of e006. Due to the reported malfunction they were not able to effectively alleviate urinary interruption, painful urination, and hematuria. The anesthesia time for the surgery was extended, and a similar device was used to continue the procedure. This complaint requires 2 reports. The related patient identifiers are as follows: (B)(6) - working element, passive, for resection in saline. (B)(6) - hf unit "esg-400" this medwatch represents (B)(6) - working element, passive, for resection in saline.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the electrical interface has lost function. However, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.